Manufacturer narrative:
The device was inspected/repaired by a 3rd party provider. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pin of the rigid endoscope telescope was damaged. The issue occurred during preparation for use for a therapeutic transurethral resection of the prostate in saline (turis) procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned the investigation is based solely on the information provided by the customer. Based on the results of the investigation, the reported failure mode/identified defect(s) can be attributed to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. According to the investigation, the most probable cause of the worn label was wear and tear. Olympus will continue to monitor field performance for this device.